Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 130mg/dl. Troubleshooting was performed. The caller stated that the device counted up to five, and then it was frozen and beeped. Instructed the customer to remove the battery and to insert a new battery, but the frozen display continued with no advancement of the time. The caller also mentioned having a blank display and then a partial display. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the device had missing segments/partial display and frozen screen due to moisture damage on the electronic assembly. Unable to confirm a blank display.